Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11666. The pt reported he was experiencing heating while charging after 20 mins, and was unable to charge the ipg until it was fully charged. In addition, the pt was concerned his ipg may be superficial. Attempts to contact the pt were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.